Event description:
In 04/2005 that a customer had a problem with a maxid dialysis catheter. The customer reports "tabs on sheath broke, break was before sheath was torn completely apart and removed from insertion site."